Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and shocked the patient. It was suspected that the rhythm was atrial fibrillation (af). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.